Event description:
The customer contact reported that during preventive maintenance testing the device touchscreen did not pass the calibration. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen passed the touchscreen test and was able to be calibrated. A review of the device history indicated touch screen fail errors. Further testing found the touchscreen key alignment was off slightly. This was found to be due to contamination on the touchscreen. The probable cause of the customer reported touchscreen would not calibrate was contamination due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.